Manufacturer narrative:
Additional information received on february 28, 2023 indicated that date of explant updated from (B)(6), 2023 to (B)(6)2023 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old african american female who underwent a breast augmentation primary with a mentor memoryshape, 685cc silicone breast implant experienced left-sided symptomatic rupture, and breast pain post procedure. The MRI examinations confirmed the issue. As a result, patient scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, and breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of removal was on (B)(6) 2023 which patient had bilateral replacements with unspecified implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on march 30, 2023 date of removal updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 19 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mh 685cc breast implant was found to have an area of separated material within a rent on the posterior view measuring approximately 5.9 cm x 2.9 cm and 11.4 cm respectively. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 17, 2023 indicated that the ultrasound examinations finding is as follow: left- implant rupture-possibly extra capsule type. Right- there is no obvious evidence of rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2023 , adverse event and patient coding was verified by mentor clinician: pc code pain replaced by pc local reaction. Pc local reaction added to the right implant as well. Manufacturer¿s reference number: (B)(4) per information received and missed in follow up( 1), which indicated right-side breast pain and bilateral edema, pc local reaction added to the right side.